Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
This was reported as a closure of a heavily calcified vessel using a prostyle device after a carotid angiogram procedure. Reportedly, the suture was not present when the plunger was removed and the foot would not close. The device became stuck, therefore, the device was opened which allowed the device to be removed; however, the distal guide remained in the patient. Vascular surgery was performed to retrieve the distal guide and to achieve hemostasis. There was no adverse patient sequela; however a delay was reported due to the surgery and intervention resulting from the device issues. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.